Event description:
Patient participated in a (B)(6) of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, facet hypertrophy osteoarthritis (lateral recess stenosis), and congenital spinal stenosis. Patient was implanted with a tplif spacer at levels l4, l5 size, with pedicle screws at l4 and l5. Patient was implanted with a click-x for supplemental fixation. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 48 months. Surgery date was (B)(6) 2006, and postoperatively patient experienced csf leak, requiring closed intraoperatively same day. This report is 1 of 14 for the same event. This complaint is on the curved rod.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.